Manufacturer narrative:
The reported field event of output anomaly was confirmed in the laboratory due to review of device image/egm. The device was tested on the bench and using automated testing equipment and no anomalies were found. Mandatory medwatch form (B)(4).

Event description:
It was reported that a patient received a high voltage shock. After delivery of the shock, the implantable cardioverter defibrillator exhibited low impedance on the right ventricular lead; lead issue was suspected. Manual high voltage impedance test revealed normal range measurements. The patient¿s condition was stable. Later, the device failed to deliver therapy and the patient had entered a vegetative state. The patient died on (B)(6) 2018.

Event description:
New information noted that the patient was driving during the time of the event. The patient pulled over and paramedics were called. The paramedics shocked the patient twice, used epinephrine twice, and used bag valve ventilation to transport the patient to the emergency room. Upon arrival at the ER, the patient was immediately intubated and transferred to intensive care unit. Treating physicians observed implantable cardioverter defibrillator failure